Manufacturer narrative:
Device not available for evaluation.

Event description:
Mixing time: 25 seconds; waiting time: 32 seconds; implantation of tibia base plate after 2:06 minutes; cement was too thin for implantation and has not reached the dough state usage, cement ran down the leg. Delay in surgery (some minutes).